Event description:
Complainant reports when the device package was opened there was a large cut to the top of tubing, although not severed all the way through.

Manufacturer narrative:
Add'l info was received on 03/17/2015. It was confirmed that the product was not used by the pt and the packaging was not damaged upon receipt. Info was also provided on 04/01/2015 confirming that the unused unit was returned to convatec and photos were taken confirming the lot number as well as the complaint issue of the irrigation tubing was cut and not the catheter itself. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 04/14/2015.

Manufacturer narrative:
Additional information was received on august 17, 2015. Third party manufacturer reviewed the batch records for lot# 14m0001 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal/ no broken tubes or separation at joints were found. Twelve retains from different lots along with one from the same lot were subjected to the adhesion testing of the tube and 4-pc cannula set by performing the tensile strength test in the reverse direction on the test jig and fixture machine pulling them apart in opposite directions with 300mm/minute speed until separation occurred and the results were recorded. All samples exceeded the required minimum tensile force. For the returned sample and the simulation test samples the separated traces appeared similar. It was determined the cannula broke when the tensile value was over 1.25kg and this complaint issue will continued to be monitored. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification. Product monitoring reviews will monitor for product trends. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Should additional info become available, a follow-up report will be submitted.